Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. The customer's mother also stated that customer was getting no delivery alarms prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.